Event description:
It was reported that the lead was explanted along with the generator during generator replacement surgery on (B)(6) 2013 captured in MFR report # 1644487-2013-01006. The reporter indicated that the lead was explanted due to lead discontinuity. The implant card was received which indicated that the lead was explanted due to lead discontinuity. The lead impedance was not marked on the implant card. The lead was returned to device manufacturer for analysis on (B)(4) 2013. The outer silicone tubing has abraded openings on the lead body. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the generator was completed on (B)(4) 2013. The results of the analysis were reported in MFR. Report # 1644487-2013-01006.